Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') and embedded device ('silver metal coil embeds within the myometrium of the uterus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menstruation abnormal, heavy periods, gravida I, parity 1, vaginal delivery, smoker, elevated bp, enlarged thyroid, nosebleed, irregular periods, hypochromic anaemia, uterine fibroid and hypertension. Concomitant products included iron, oral contraceptive nos and vitamins nos. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), heavy menstrual bleeding ("menorrhagia"), blood loss anaemia ("blood loss anaemia"), anxiety ("anxiety"), depression ("depression") and post procedural complication ("post removal complication"). The patient was treated with surgery (abdominal supracervical hysterectomy with right salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, heavy menstrual bleeding and blood loss anaemia had resolved and the embedded device, anxiety, depression and post procedural complication outcome was unknown. The reporter considered anxiety, blood loss anaemia, depression, embedded device, genital haemorrhage, heavy menstrual bleeding, pelvic pain and post procedural complication to be related to essure. The reporter commented: on (B)(6) 2009 patient undergo for essure confirmation test. Patient received treatment for bleeding. Left: 3-4 coils, right: approximately 4 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results not provided. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device. Most recent follow-up information incorporated above includes: on 4-may-2021: mr received. Reporter information, patient middle name, dob, medical history, lab data, concomitant medications, event: silver metal coil embeds within the myometrium of the uterus, rcc added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), menorrhagia ("menorrhagia"), anaemia ("anemia"), anxiety ("anxiety "), depression ("depression") and post procedural complication ("post removal complication"). The patient was treated with surgery (essure removed). At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia and anaemia had resolved and the anxiety, depression and post procedural complication outcome was unknown. The reporter considered anaemia, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain and post procedural complication to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: case became valid event "injury to herself" was changed to events "pelvic pain female, menorrhagia and anemia". And also events anxiety, depression and post procedural complication were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.